Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical customer service department received a customer complaint on (B)(6) 2018, stating the customer claims difficult to clean or cannot clean during reprocessing, involving video gastroscope model eg29-i10/serial (B)(4). No other information was provided at the time of the report. After calling the reporter on (B)(6) 2018, the reporter forwarded a response email to a good faith effort he received from another department on (B)(6) 2018, and that they do perform their operational check before each use and there were no issues noted prior to the procedure at bedside. They responded that after the procedure in which biopsy forceps were used, the scope failed atp testing three times at the biopsy channel after each cleaning and the gastroscope was removed from circulation and subsequently called in for service. Brushes were unable to be used to clean the gastroscope. They also documented their reprocessing steps as follows: "we clean scopes the same way each time. Do dry leak test, wet leak test, brush channels, use scope buddy to flush for a minute and forty seconds with water with enzol than run air through for 10 seconds than run clear water through for a minute and forty seconds than air for ten seconds then scope is tested for atp at the distal end and that the suction port by flushing sterile water through." The gastroscope was returned on (B)(6) 2018 and is pending evaluation by the service repair team.